Event description:
Additional information received indicates that surgical intervention took place on 30 july 2020 wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy was resumed post operatively.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not obtained. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy due to ipg being inoperable. Reportedly, patient did not recharge the ipg for an extended period of time. As such, the ipg was not communicating with external devices. Surgical intervention may take place at a later date to address the issue.